Manufacturer narrative:
Subject(s) device returned for evaluation. Visual examination confirmed the reported failure mode of ¿shedding/flaking¿. Visual inspection found the parts look as expected with no anomalies. A dimensional assessment was performed and the parts meet the print specifications. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. A complaint history review has not identified additional complaints for the manufactured lot number on file. Per results of the investigation, the root cause is ¿undetermined¿. At this time, no further investigation will be implemented. (B)(4).

Event description:
During an anterior cruciate ligament (acl) repair procedure utilizing the wire and pin pac (f), it was reported that, while the surgeon was drilling the 2.4 femoral passing pin through the offset drill guide, debris from metal shedding was found. There was a five (5) minute delay in the surgery. It was reported that a shaver and/or arthroscopic grasper was used to remove the debris from the patient. It was reported that the site was also flushed/irrigated. A backup device was available, but the initial device was used to complete the procedure despite the shedding. (B)(4).